Event description:
It was reported that approximately six months after implant of the right ventricular lead the patient experienced chest pain. It was determined that the patient had a pericardial effusion and a chest drain was inserted. The right ventricular lead had perforated slowly over six months. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.